Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and air/water cylinder could not be identified. However, it¿s likely the cause is related to reprocessing (possibly) being improperly conducted due to water leakage from the s-cover packing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the air/water channel and the air/water cylinder, other evaluation findings are as follows: the water tightness was lost due to wear of the scope cover packing; the suction cylinder had no color; the scope connector cover unit was corroded due to water leakage; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide lens was cracked; the bending tube was deformed; the universal cord was wrinkled; and there were scratches on the flexibility adjustment ring, the switch box, the scope cover, the scope connector case unit, the plug unit, and the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope's angulation was defective. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in air/water channel and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.